Event description:
Additional information received for this case: per the physician's statement, the cause for the kink was due to vessel tortuosity.

Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 68mm abdominal aortic aneurysm. Aneurysm and vessel morphology was reported as the proximal neck diameter was 27mm and 53mm in length. Right iliac tortuosity was noted as moderate and left iliac tortuosity was noted as severe. During the four year follow up, an abdominal x-ray noted evidence of stent graft kinking. No intervention was performed. No clinical sequelae were reported and the patient is doing fine.